Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. Pump error 29 alarmed during testing and caused by moisture damage on the electronic assembly. Insulin pump failed the sleep current test due to moisture damage on the electronic assembly. Failed battery test confirmed. Device test failed confirmed. No pump error 43 alarm noted during testing. Moisture damage was found on the motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose was 308 mg/dl at the time of incident. Customer reports they were able to clear the alarm. Customer states they were able to rewind the insulin pump. Customer assisted with performing displacement test and test results no. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.